Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Inflammatory reaction (joint) [arthritis]; knee pain [arthralgia]; knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from the hcp of a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced an inflammatory reaction characterized by right knee effusion and pain. On (B)(6) 2010, preliminary info was received from the hcp. The hcp reported that the pt had experienced an inflammatory reaction characterized by knee effusion and pain. He also reported that a knee puncture was performed and 110 ml of fluid had been withdrawn from the pt's knee. The synovial fluid wbc count was 40,000/mm3. On (B)(6) 2010, the hcp provided a more extensive report regarding the adverse event in the pt. The info provided by the hcp is as follows: the pt has a medical history of degenerative, grade 3 right knee gonarthrosis; osteoporosis; hypertension; and gougerot sjogren syndrome. The pt has received synvisc 3 times in the past, this was the pt's fourth synvisc series. All the previous series were uneventful. In the fourth series, the first injection was performed on (B)(6) 2010. No knee puncture was performed prior to the synvisc injection as the knee was dry. On (B)(6) 2010, the pt experienced an inflammatory reaction characterized by knee pain and effusion. On (B)(6) 2010, knee joint puncture was performed and 110ml of synovial fluid was withdrawn, the fluid was cloudy. Synovial fluid analysis revealed a wbc of 40,000/mm3 with 56% neutrophils. The withdrawn fluid was sterile. The pt was also given a corticosteroid (altim) injection as a treatment along with the knee puncture. In the opinion of the hcp, the adverse event of inflammatory reaction characterized by knee effusion and pain was of "moderate" intensity and "definitely" related to the synvisc injection. Synvisc has been permanently stopped in the pt and the pt recovered from the adverse event on (B)(6) 2010. On (B)(4) 2010, add'l info was received in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.